Event description:
The customer reported that the system locked up. No patient serious injury or death related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The the x-ray tube and battery packs were evaluated and replaced. The system was tested and found to be working as intended and returned to service.